Manufacturer narrative:
Per follow up with the customer, they will not be returning the cracked piece because they continue to use it.

Manufacturer narrative:
The reported complaint was not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per technical support, the customer is still using the product.

Event description:
The biomedical technician reported that during preventive maintenance (pm) of the device, the tongue of the roller pump was cracked. There was no patient involvement.